Event description:
The surgeon attempted to implant a lens but it tore while being ejected. There was no pt contact or injury. The sales rep stated it is unk as to why the lens tore. An indigo-p injector and an sfc-25 fp cartridge were used but the sales rep was unable to recall the lot numbers or the pt info.